Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, an unspecified malfunction alarm occurred. Reportedly, the pump was charged, the malfunction alarm was cleared, and insulin delivery was able to be resumed. There was no adverse impact to customer¿s blood glucose level.